Event description:
The customer reported that the insulin gauge displayed an amount different than expected, with the discrepancy showing 0 units instead of the expected 60 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for troubleshooting if an active fill estimate issue occurs.